Event description:
Details reported on incoming (B)(4) from field service log #100020: cryosystem "cracked tubing, triggers not working."

Manufacturer narrative:
Investigation. X-inspect returned samples. Analysis and findings. Complaint (B)(4). Distribution history: the complaint product was manufactured at wallach in 1991, the workorder number is not available nor is the ship date. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture, records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed, and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint product revealed physical damage. The insulator tube was cracked, the hose was kinked and the triggers were not working. There were 2 tips that were returned with the unit, these both need new insulators. Functional evaluation: complaint product was functionally evaluated and found not to function properly. Root cause: the root cause of this issue has been attributed to the insulator tube being cracked, the hosing being kinked and the valve body o-rings leaking. This is being attributed to normal wear and tear. Correction and/or corrective action. It was decided that the unit was not economical to repair. The unit along with the 2 tips that were returned have been discarded. Coopersurgical will continue to monitor this complaint condition for trends. No further training required at this time. Was the complaint confirmed? Yes. Preventative action activity. Coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Details reported on incoming (B)(4) from field service log #100020: cryosystem. "Cracked tubing, triggers not working."

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.